Manufacturer narrative:
Upon further investigation, it was determined that this report is a duplicate of report of 1416980-2020-04562. All investigation activities will be captured under report 1416980-2020-04562. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladders of two (2) small volume infusors ruptured. The bladder ruptures occurred during an unspecified process setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.